Manufacturer narrative:
The following information appears in the vitros 5600 instructions for use: precautions assume that all used equipment is contaminated with potentially infectious biological material. Note: in the united states, use the "universal precautions" recommended bloodborne pathogen standard when handling, cleaning, and packing equipment. In particular: wear gloves, closed shoes, buttoned lab coats, and safety glasses throughout the cleaning and maintenance process. Treat all waste materials used in the cleaning process as contaminated. Follow the site procedures for your laboratory to dispose of these materials. Handle all equipment with care. Mechanical parts may have edges, pinch points, and corners that potentially could cause injury. Fluid may drip from disconnected tubing. If necessary, use an absorbant material to absorb the drops of fluid. Outside the united states, follow who (world health organization) and your country's regulations for handling and cleaning bloodborne pathogens. No treatment has been initiated. The technologist flushed the affected eye with water. Proper personal protective equipment was not being worn at the time of the event. The cause of the event was user error.

Event description:
An ocd employee was struck in the eye by fluid obtained from the microwell waste area on the vitros 5600 integrated system while performing an investigation. The microwell waste area contains used wells and is therefore, considered bioharzardous.